Manufacturer narrative:
A visual examination was performed on the returned product. Distal end: the fiber distal tip has a few big chips at the surface. Proximal end: the fiber has small chips at the edge of the surface. The metal connector is discolored. The fiber is broken and separated 54.5" from proximal end. Due to the physical evidence, including chips around the outside circumference of the proximal fiber surface that is slightly protruding from the proximal end of the sma connector, the significant chips and roughened surface around the outside circumference of the distal end of the fiber's surface, and the melting of the fiber buffer on both sides of the fiber fracture, it appears that the fiber broke during lasing, contrary to received report from the distributor. Also, irregularities in the size and shape of the fiber buffer are present on both sides of the fiber fracture. Possible cause(s): fiber clamped to surgical drape during use, or bent excessively during use, leading to fiber fracture.

Event description:
"Broke coming out of box." This information is documented as reported to trimedyne. This event was reported to trimedyne in 2007 with no known event date. Based upon the information provided by the complainant, the event was determined to be not reportable. However, evaluation of the product (on 06/22/2007) revealed the problem to be reportable.